Event description:
Customer reported an artifact in images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and removed a piece of metal from the image intensifier grid. System operates as intended.